Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable creatinine plus ver.2 (crep) on their c111 analyzer. The customer provided data for three patients, of which two had discrepant results. The first patient's initial crep result was 199.1 umol/l and it was reported outside the laboratory. The doctor decided to send the patient to the emergency hospital based on the result. A new sample was tested with a crep result around 95 umol/l. On (B)(6) 2013, the laboratory repeated the patient's initial sample was repeated twice on the c111 analyzer and the results were 97.0 umol/l and 99.2 umol/l. The tube was sent to another laboratory and tested on a cobas 8000 and the result was 116 umol/l. The patient was not harmed by this event. On (B)(6) 2013, the second patient's initial crep result was 144.7 umol/l. The sample was repeated twice on the c111 analyzer and the results were 83.5 umol/l and 87.2 umol/l. The sample was then tested on a cobas 8000 for verification and the result was 89 umol/l. It was unknown if any of the second patient's results were reported outside the laboratory. It was unknown if the second patient was adversely affected by this event. The crep reagent lot number was 672015 and the expiration date was not provided.

Manufacturer narrative:
The field service representative went on site. He cleaned the system water tank. He replaced the water inlet filter, the probe, and the wash station.